Event description:
It was reported that stent damage occurred. The 94% stenosed target lesion was located in the distal end of the left anterior descending artery. A 3.50x38mm promus element long drug-eluting stent was advanced but failed to cross the lesion. After the device was removed, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element mr ous 3.50 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent identified stent struts lifted in the mid- section of the stent. The stent showed no signs of movement and was set between the proximal and distal markerbands. An undamaged section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were identified. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer lumen and the mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 94% stenosed target lesion was located in the distal end of the left anterior descending artery. A 3.50 x 38 mm promus element long drug-eluting stent was advanced but failed to cross the lesion. After the device was removed, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.